Manufacturer narrative:
According to the report, "[the surgeon] implanted an sg hemi artery and noticed a couple of cracks in the tissue." Additional information was received, "[the surgeon] was performing a norwood procedure and using an sg hemi artery from the cryofreezer. Circulator pulled the tissue from the freezer brought it to the room, air thawed and placed in bath until thawed. Before passing onto the sterile field, she noticed cracks in the tissue through the packaging and alerted [the surgeon]. It was then opened onto the sterile field, rinsed in d5/lr. [The surgeon] noted (2) total cracks approximately ¾" long - (1) crack on the trunk and (1) crack on branch. [The surgeon] removed the cracked areas and successfully implanted the intact portion of the graft. The thaw procedure was not followed correctly. Air thaw time was approximately 35 minutes versus the 3 minutes per protocol. No impact to the patient, post pump - patient did great. No delay, no issues." The allograft was not returned to cryolife so no direct observations could be made. A review of the training records indicates that the staff responsible for transferring the tissue was appropriately trained. The allograft was shipped in dry shipper (B)(4). Prior to the shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for (B)(4) during transit/delivery of this allograft. A review of training records indicates that the shipping associate(s) responsible for the transferring of the tissue and loading of the shipment were properly trained. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging" and "the cardiac thawing and rinsing instructions must be followed exactly to minimize the risk of physical damage to the allograft." The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state as the IFU was not followed for the thaw and rinse process.

Event description:
According to the report, "[the surgeon] implanted an sg hemi artery and noticed a couple of cracks in the tissue." Additional information received on (B)(6) 2016: the surgeon was performing a norwood procedure and using a sg hemi artery from the cryofreezer. The circulating rn pulled the tissue from the freezer and brought it to the room, air thawed and placed it in a bath until thawed. Before passing onto the sterile field, she noticed cracks in the tissue through the packaging and alerted the surgeon. It was then opened on to the sterile field, rinsed in d5/lr. The surgeon noted 2 total cracks approximately 3/4 inches long - 1 crack on the trunk and 1 crack on the branch. The surgeon removed the cracked areas and successfully implanted the intact portion of the graft. Further information also revealed the instructions for use (IFU) were not followed and the allograft was air thawed for approximately 35 minutes instead of 3 as the IFU indicates. Patient impact is described as "patient did great - no delay - no issues."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "[the surgeon] implanted an sg hemi artery and noticed a couple of cracks in the tissue." Additional information received on 05/26/2016: the surgeon was performing a norwood procedure and using a sg hemi artery from the cryofreezer. The circulating rn pulled the tissue from the freezer and brought it to the room, air thawed and placed it in a bath until thawed. Before passing onto the sterile field, she noticed cracks in the tissue through the packaging and alerted the surgeon. It was then opened on to the sterile field, rinsed in d5/lr. The surgeon noted 2 total cracks approximately 3/4 inches long - 1 crack on the trunk and 1 crack on the branch. The surgeon removed the cracked areas and successfully implanted the intact portion of the graft. Further information also revealed the instructions for use (IFU) were not followed and the allograft was air thawed for approximately 35 minutes instead of 3 as the IFU indicates. Patient impact is described as "patient did great - no delay - no issues."